Event description:
Complainant alleged that the clinicians opened the packaging containing a multi-function electrode, in preparation of applying the electrode to the pt (age and gender unknown), when they observed that there was no adhesive on the apex pad. The clinicians then obtained a second set of pads, and continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.